Event description:
According to rptr, under the maude files report dated 11/17/99 it is stated that this pt's death was not related to a drug overdose. Rptr's understanding of this would be that what has been told by medtronic is that "the pt's death is not related to a drug overdose". Rptr takes this to mean that the FDA was informed that pt did not die from a morphine overdose caused by pump. Rptr is the pt's child and is not sure if FDA was informed by medtronic of the fact that approx 10ml of morphine was missing from the pump reservoir upon autopsy. Tissue samples are still being analyzed but spinal fluid level showed a very high level of morphine. Rptr wanted to inform FDA of the facts since it seems as though a pertinent piece of info was disregarded by medtronic.